Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), implanted: ,explanted: ,product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the controller (serial# (B)(6)) found the screw holes were stripped causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller and implant were 'dead' and the issue began today. Patient stated the controller was plugged into the ac power supply cord and the green light displayed on the ac power supply cord but not on the controller. Patient tried tocharge their implant and thought the controller was fine because it was plugged into the ac power supply cord. Patient then noted the controller said the controller was 'dead'. Patient blew into the controller charging port but the issue did not resolve. During the call patient denied damages in the battery, battery compartment, controller charging port, and ac power supply cord. Patient plugged the ac power supply cord into the controller and the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient noted this was for their right implant.